Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The problem described in the patient report appear to match the damage found. This is a final report.

Event description:
The device was received at ww headquarters by the investigation team. The patient was re-implanted. Additional information received: the reason for explantation was decrease of hearing benefit. Ossification was seen around electrode of implant. Latest in situ measurements from (B)(6) 2016 showed 9 channels with high impedances. Reason or start date of ossification is unknown. Whether a trauma has happened is unknown. It was stated in the device explantation report that implant housing was found slightly rocked during removal surgery.

Manufacturer narrative:
Correction: a wrong "reportability awareness date" was erroneously communicated in the initial and final report. The correct reportability awareness date is march 8, 2017 and not january 23, 2017 as in previous reports.

Event description:
The device was received at ww headquarters by the investigation team. The patient was re-implanted. Additional information received: the reason for explantation was decrease of hearing benefit. Ossification was seen around electrode of implant. Latest in situ measurements from (B)(6) 2016 showed 9 channels with high impedances. Reason or start date of ossification is unknown. Whether a trauma has happened is unknown. It was stated in the device explantation report that implant housing was found slightly rocked during removal surgery.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was received at ww headquarters by the investigation team. The patient was re-implanted. Additional information received: the reason for explantation was decrease of hearing benefit. Ossification was seen around electrode of implant. .